Manufacturer narrative:
It was reported that two surgiphor bottles cracked during use in a joint case. This MDR represents surgiphor bottle (device #1). An additional MDR was submitted to represent surgiphor bottle (device #2). Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, two surgiphor bottles (device #1 and device #2) cracked during use in a joint case. No health consequences were reported.

Event description:
As reported, two surgiphor bottles (device #1 and device #2) cracked during use in a joint case. No health consequences were reported.

Manufacturer narrative:
It was reported that two surgiphor bottles cracked during use in a joint case. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). This supplemental MDR is submitted to document the results of photo evaluation and investigation performed to analysis root cause. From the photo provided, a crack along the middle of the bottle was observed. A device history record review found no non-conformances associated with this issue during production of this batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. This semdr represents surgiphor bottle (device # 1). An additional semdr was submitted to represent surgiphor bottle (device # 2). Updated fields: b4, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.